Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had a shocking sensation that the patient went to the emergency room. The caller further said the patient's handset was an hour away and that someone would bring the patient's handset to them so that they could turn therapy off. The caller was dissatisfied that there wasn't an emergency response team from the manufacturer to deal with emergencies. Technical services (ts) recommend that the patient followed up with their healthcare provider (hcp).